Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56. If we obtain add¿l info, which was not known or was not available when the initial report was submitted. Then the supplemental report will be submitted to the FDA.

Event description:
Lap chole ¿ ¿(B)(6) using item. Piece of mechanism came off. Grasper locked on organ. Item came away with small amount of tissue still in jaw. Report from customer: locking mechanism fell away from the grasper leaving it in a locked position on an organ. Grasper retrieved safely but with small amount of organ tissue still attached and unable to release it. Grasper is therefore contaminated and sealed in a clinical waste bag.¿ patient status: ¿normal¿.